Event description:
It was reported that the bd synapsys¿ would not display resistant screening images of two opaque, white agar bi-plates. There was no report of patient impact. The following information was provided by the initial reporter: "customer has 2 resistant screening bi-plates and randomly the images do not appear in synapsys." "No pattern found in terms of 1 rc but both the plates they have issues with are bi plates. Esbl_cpe and vre_mrsa. And both are white in appearance." "Label not be detecting be detected by optis. Instrument is on icefall 4 with latest to optis dll." "Shqi file analyses shows bi-plates that consist of a clear agar side and a white opaque agar side. This white agar looks the same to the other escalated cases where the barcode label could not be found. This is caused by limitations of the of the used library on white agars. Resolution is divided in 2 mitigations, 1 short term 1 long term."

Manufacturer narrative:
Investigation summary: the customer reported they have two resistant screening bi-plates and randomly images do not appear in synapsys, material number 444150, serial number (B)(4). During the investigation service found that there was no clear pattern for rc plates but they had issues with two bi-plates, this was determined to be the result of two issues. The first issue was a bug in synapsys where plates with the image option "image with lid on" no images were received in culture reading. This was captured as a system change request (scr 152753) and will be resolved in synapsys 4.30. The second issue is that the incorrect library was being used with the 5mp camera's this was logged for consideration in a future release under the scr 204826. This is a confirmed failure of a bd product. The root cause is a software bug. Bd will continue to monitor for trends associated with this issue.